Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device kept switching between different modes and alarmed. This occurrence was noticed during patient ventilation. Various alarms were observable both visually and through hearing. Tidal, minute, volume, o2 course errors and other alarms which are not further specified. No device log files were provided to hamilton. There is patient involvement reported. This event occurred during patient ventilation but is not further explained. There is need for medical intervention reported but that is not further explained to hamilton. It was reported to hamilton that it's "unknown" if there is any patient harm, but in the same report we received from the customer there is "patient incident" reported without any further specifying or describing this "patient incident". - neither delay in treatment nor harm to user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as ventilator device kept switching between different modes and alarmed. - this occurrence was noticed during patient ventilation. - various alarms were observable both visually and through hearing. Tidal, minute, volume, o2 course errors and other alarms which are not further specified. - no device log files were provided to hamilton. - there is patient involvement reported. This event occurred during patient ventilation but is not further explained. - there is need for medical intervention reported but that is not further explained to hamilton. - it was reported to hamilton that it's "unknown" if there is any patient harm, but in the same report we received from the customer there is "patient incident" reported without any further specifying or describing this "patient incident". - neither delay in treatment nor harm to user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only, field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The issue occurred during ventilation of a patient. No harm reported. The event did not cause or contributed to a death or serious injury to a patient. No log files were provided. The root cause of the event was determined to be a use error due to insufficient training. The medical staff as retrained and the device was released back into use.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device kept switching between different modes and alarmed. This occurrence was noticed during patient ventilation. Various alarms were observable both visually and through hearing. Tidal, minute, volume, o2 course errors and other alarms which are not further specified. No device log files were provided to hamilton. There is patient involvement reported. This event occurred during patient ventilation but is not further explained. There is need for medical intervention reported but that is not further explained to hamilton. It was reported to hamilton that it's "unknown" if there is any patient harm, but in the same report we received from the customer there is "patient incident" reported without any further specifying or describing this "patient incident". Neither delay in treatment nor harm to user or third party has been reported. The investigation is still ongoing.